Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Spontaneous, pt stating that with last night infusion, the freedom pump made a loud noise and stopped infusing. Pt thinks the pump spring gave out. She stated most of the infusion was infused with only possibly 5 ml remaining, she has discarded the remainder of the medication as only a small amount remained. She has tried to restart the infusion, however the pump did not start infusing as usual. Pt did not experience adverse event due to pump malfunction. No injuries reported. Unknown lot and expiration date. Unknown if pt has on hand to return to manufacturer. No further detail provided. 1. Did we replace the device? Yes 2. Did the patient have a backup device they were able to switch to? No. Reported to (B)(6) by: patient/caregiver.